Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who they remembered from the past. It was reported that the patient was having issues turning the implantable neurostimulator (ins) back on after having an MRI. There were no further complications reported or anticipated.